Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced misfiring of 2 infusion sets on (B)(6) 2025. The patient reported that after cocking back the inserter and pressing to release the springs, the needle failed to insert properly and just poke the skin. The blood glucose (bg) was high. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.